Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about one ns407r: iq medialized tibia cutting guide right and two ns406r: iq medialized tibia cutting guide left from the (B)(6). According to the available information, there were no negative consequences for patient. Investigation: sharp-edged burrs at the outer ends of the cutting slot. The components were examined visually and microscopically. On the production side no failure could be found. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers and found to be according to our specification valid at the time of production. Two similar incident have been filed with products from the batch 52516440 and two similar incident have been filed with products from the batch 52516441. No similar incidents have been filed with products from the other batch 52526299. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably usage related. Rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. According to the manufacturing process and specified targets it can be excluded that the device has left aag with such sharp-edged burrs at the outer ends of the cutting slot. Most probably the device was not used as intended. Corrective action: according to (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with tibia cutting guide left. It was reported that the tibia cutting guide has a metal degree on the side. This results in a risk of injury for the surgeon. There was no patient harm. An additional medical intervention was not necessary. Additional information was not provided nor available. The adverse malfunction is filed under aag (B)(4). Associated medwatch-reports: 9610612-2019-00751 ((B)(4) ns407r); 9610612-2019-00752 ((B)(4) ns406r).